Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # 0533050000-2020-8145. Investigation summary: no product or photo was returned by the customer. It was reported that air bubbles were in IV tubing along with blood backing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 20066548 was performed. The search showed that a total of 11,523 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that air bubbles were found in the as lvp 20d IV tubing, and blood backed up into the line. The following information was provided by the initial reporter: "air bubbles in IV tubing below pump channel. Pump did not alarm as bubbles passed through channel. This was an ongoing issue overnight along with blood backing up."